Event description:
It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a semi compliant balloon, a 38 x 2.50 promus elite drug-eluting stent (des) was advanced and deployed at 11 atmospheres with no issues and post-dilated with a non-compliant balloon. After post dilatation, a flow limiting proximal edge dissection was observed. A 3.00 x 28 promus elite des was deployed proximally to cover the dissection and the procedure was completed. No further patient complications were reported, and the patient condition was stable and was fully recovered.